Manufacturer narrative:
Additional analysis from manufacturing/supplier: manufacturer/supplier analysis: all steps of the manufacturing process were verified and found in compliance with the applicable procedures/work instructions/inspections. No abnormalities or non-conformances were found in the device history record of the affected lot # 0217356628 related to the reported complaint. Plasmablade device was manufactured according to established manufacturing processes. Continuity check data for the affected lot # 0217356628 is reviewed and there are no abnormalities in the three resistance values (initial resistance reading, resistance measurement by pressing the ¿cut¿ button and resistance measurement by pressing the ¿coag¿ button). Potential root cause is that the black wire got pinched between the pcb board- bottom handle interface and resulted in cut button not functioning and coag button malfunctioning, operator did not notice this black wire pinched/wedged in the corner. Corrective action includes performing awareness training for all the operators working on 4.0 assembly line to check for the pcb board- bottom handle interface to be free from any wires being pinched in between. Production supervisor and all the concerned manufacturing personnel are made aware of this complaint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis summary: complaint confirmed. The device failed to activate coag mode because of a pinched black wire as shown in image # 1 due to an assembly error. When plugged into the aex¿ generator, both the cut and coag buttons worked but the coag button was processing as a cut button when coag button was depressed. After product analysis of this device, it was concluded as an operator error due to pinched wire that was pinched/ wedged in the corner behind the pcb board. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a handpiece was not operating properly. The cautery was weak and the cut was defective. They then used a second handpiece and it worked fine. No further information was known. No further issues were reported or anticipated.